Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedances at implant 25 to 35 ohms depending on vector used. Other values within normal range. Lead remains implanted, but will be evaluated further.